Event description:
It was reported that the patient visited the hospital due to the artificial urinary sphincter (aus) was not working properly. After two weeks, a surgical procedure was performed and during inspection, it was noticed there was a crack in the pump connecting tube. All components were removed and replaced. There were no further patient complications.

Manufacturer narrative:
Correction to field b3: date of event. Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device identified the pump tubing had a leak and wear due to filament fatigue. The pump tubing had two tears and a cut due to tool/sharp instrument damage. The pump was functionally tested after the pump tubing was trimmed down. The testing conducted confirmed the pump passed leakage test and visual test. Even there were several failure modes of the device that could lead to the allegation, which include but are not limited to a device malfunction, the reported crack in the pump connecting tube was not confirmed. The aus balloon was also analyzed, and it was confirmed through visual inspection that it had two damages from sharp instrument, folds and the leakage test did not pass due to it had leaks due to a pin hole and a tear from tool/sharp instrument damage in the shell. Finally, the aus cuff was also under analysis, the visual inspection concluded the component presented folds. Based on review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was not working properly and during the inspection, it was noticed there was a crack in the pump connecting tube. A surgical procedure was performed to replace the system. There were no further patient complications.